Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Two devices were used in the same procedure (the device in this report and in MDR 0002090040-2013-00011). A visual inspection of the returned device did not reveal any damage to the device. The curve was evaluated for deflection and was found to appropriately deflect to the 90 degrees specification. The curve was found to possess appropriate alignment. The dilated and contracted lasso diameters met specifications as well. The device was submitted to inline testing where is was found to pass functional testing. Since the device passed inline functional testing, possible root causes for the reported event include the following: user error (including user technique and methods). Connection error (including the contact of the pins to the cable receptors). Ancillary equipment error (including all other equipment outside of the complaint device that may have contributed to the error). Sss's instructions for use (IFU) state: do not introduce the catheter¿s tip folded into the guiding sheath. Always pull the thumbknob of the catheter back before insertion or withdrawal to assure that the catheter tip assumes its original shape. Electrical performance could be affected if the proximal handle, pig tail or cable connector are immersed in fluids. The device history record for the reported device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during an atrial fibrillation procedure using an electrophysiology catheter, "when plugged into the carto system, the carto system shut down." The procedure was extended 2 hours in order to troubleshoot. The patient was given additional anesthesia. No patient injury was reported by the user facility.